Manufacturer narrative:
Cmpl-(B)(4).

Event description:
It was reported that a missing wire occurred. The sensor was inserted into the arm on (B)(6)2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). D4: model no: correction; d4: lot no: correction; d4: expiration date: correction; h2: type of follow up: correction; h4: device mfg date: correction; h6: correction; h10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.